Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after being shocked by the implantable cardioverter defibrillator. The shock was inappropriate for sinus tachycardia when p-waves fell into pvab. Patient was in stable condition.